Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4).

Event description:
It was reported by the affiliate via complaint submission tool that during an unknown procedure the milagro advance screw 7 x 23 mm broke while fixing and tightening the graft in the femoral tunnel by the surgeon. No patient consequence and no surgical delay was reported. No additional information was provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not rtslecplo ces that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this riport. Device was used for treatment, not diagnosis. If informntion is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided, it was reported that the implant broke during the procedure. The complaint device is not being returned, multiples attempts for product return were made with no response, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [4l88564] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device [4l88564] number, and no non-conformances were identified.